Event description:
It was reported by an american medical systems field service engineer on (B)(6) 2011 during a call with american medical systems technical support, the customer reported an intermittent error message code 210 which occurred almost every month now. Per the customer, although error message code 210 came up during the procedure, the error message was able to be cleared and the procedure was able to completed. The patient outcome was not provided.

Manufacturer narrative:
An american medical systems field service engineer consulted with american medical systems technical support regarding a resolution. Per american medical systems technical support, advised the american medical system field service engineer to change the communication cables.